Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 47 mg/dl at the time of the incident. The customer was at 68 mg/dl at the time of admission, and 376 mg/dl at the time of the call. The customer used glucose tablets and was given food and intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer had not set up the temp basal and may have miscalculated the carbs for lunch. The pump was also exposed to a magnetic field after the low. Troubleshooting was completed. The customer was having issues bringing their blood glucose down after the magnetic field exposure. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit passed dat test at 0.08715 inches. The motor was tested outside of device and passed. Unit received with corroded battery tube, minor scratches on case, cracked reservoir tube lip and minor scratches on lcd window.